Event description:
It was reported that during a da vinci s thyroidectomy procedure damages on the 5mm maryland dissector instrument were observed. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering confirmed that the main tube has a couple of different damaged sections with tube insulation removed. The damaged areas are located roughly 0.7 inches and 1.7 inches above the snake wrist. The tube insulation appears to have scratches and gouge marks. The location and appearance of the damage indicates that it was most likely caused by instrument collisions and removal from the cannula accessory may have exacerbated the damage. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments; do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.